Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time regarding the clinical observation. The analysis will becontinued as soon as new information becomes available.

Event description:
Ous MDR - this lead was found to be dislodged after low ventricular sensing and increased rv threshold were noted. The lead explanted and replaced, but not returned for analysis. There were no adverse patient side effects reported.